Manufacturer narrative:
This event is being reported to the food drug and administration late as part of our retrospective 2024 compliant remediation. During routine preventive maintenance (pm) testing of an infusion pump at mckesson, the pump failed the ground resistance test at 3,600ohms. The passing specification for the ground resistance test is <0.1ohm. The pump was then shipped to intuvie and during testing the device failed ground resistance at 0.75ohms. The failure mode was confirmed. The probable cause of the ground resistance test failure is component failure. The battery was replaced, and the issue was resolved. Reference to complaint # (B)(4).

Event description:
During routine preventive maintenance (pm) testing of an infusion pump at mckesson, the pump failed the safety earth resistance test at 3,600ohm. The passing specification for the ground resistance test is <0.1ohm. There was no patient involvement reported.